Manufacturer narrative:
At 24 days after the index procedure, the patient was re-admitted to the hospital for evaluation of seizure activity. The physical examination revealed the patient to be awake but not responsive. Her head was turned to the right side; she was unable to turn her head on the left side. The extra-ocular movements were intact: there was rhythmic nystagmus-like movement crossing the midline. No generalized tonic-clonic seizure activity was noted: there was "more right-sided activity in the upper extremity". A head CT without contrast was performed. The results revealed an evolving frontal and insular cortex infarct without acute intracranial pathology or lesion noted. The following day neurology was consulted. The physical examination was severely limited secondary to the patient being intubated and sedated for recurrent seizure activity. The clinical impression was that the patient had probably experienced a frontal stroke. A MRI was performed. The results revealed new ischemic changes in the left corona radiata -left frontal and parietal lobes. There was a new, large right mca cerebrovascular accident (cva) - right frontal, temporal and parietal lobes. This was reported to be an ischemic stroke with permanent neurological deficits and no recovery. Two days after admission a cta of the neck was performed. The results revealed no significant stenosis of the internal carotid arteries (ica(s)) within the neck. There was occlusion of the distal half of the right m1 segment. The patient was also re-evaluated by neurology. The physical examination revealed the patient to be nonresponsive to verbal commands. She moved the right arm and right leg to tactile noxious stimuli. There was no movement of the left arm or left leg. The clinical prognosis was poor. Six days after admission, the patient expired. The cause of death was neurologic. (B)(6) 2010: bivalirudin, (B)(6) 2010: clopidogrel, aspirin. The product is not available for evaluation. This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2010-00430 and 9616099-2010-00705.

Event description:
The information received from the (B)(4) study indicated that a patient with a history of stroke and transient ischemic attack was admitted symptomatic with a 70% stenosis in the ostium of the left internal carotid artery. The lesion was eccentric, ulcerated and with moderate calcification. The patient's neurological symptoms prior to the procedure were waxing, waning aphasia and right hemiparesis. A 7 x 20 precise pro rx was deployed at the target lesion with no stent malfunction or associated major adverse event. A contralateral procedure was also performed as a 8 x 30mm precise pro rx was deployed to treat a 70% stenosis in the ostium of the right internal carotid artery. The target lesion residual stenosis was 0%. There was no thrombus noted post deployment. An angioguard rx was successfully deployed and retrieved on both sides. The patient does not have any known allergies to nitinol, nickel or titanium. There was a tight seal between the sds and the touhy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user did not aspirate prior to contrast injections. Air bubbles were not noted at any time during the procedure. Thrombus was not noted pre- or post-deployment.

Manufacturer narrative:
Complaint conclusion: DHR added. The adjudication minutes received 8/25/2010 agree with the previously reported diagnosis of an ischemic stroke. In addition, it was reported that approximately three weeks later, the patient presented to the hospital and was diagnosed with a large right hemispheric cva. An additional ischemic stroke will be added as a reportable serious injury for the second precise which was implanted in the right ostial ica, also during the index procedure. The current code of ischemic stroke for the precise stent implanted in the left ostial ica will remain as a reportable event. Initial information received via the (B)(4) study data base reported a left cerebral ischemic stroke one day post bilateral precise carotid artery stenting. Additional information was received that indicated the patient died one month prost procedure. The death was reported to unrelated to the device and the procedure; however, it was reported that the cause of death was complications from stroke. The death certificate is not available and an autopsy was not performed. At baseline this patient with a history of stroke and transient ischemic attack was admitted symptomatic with a 70% stenosis in the ostium of the left internal carotid artery (ica). The patient's neurological symptoms prior to the procedure were waxing, waning aphasia and right hemiparesis. The day after the index procedure in which the left ica stenosis as well as the contralateral ica were treated with implantation of precise stents, the patient had aphasia, right hemiparesis with sudden onset. The event was diagnosed as an ischemic stroke. The stroke occurred on the left side of the brain. There was no treatment provided to treat the event. It was reported that the adverse event was caused by an existing distal embolus. Most of the symptoms fully resolve within 4 days, but the patient still had mild aphasia. The event was reported to be unrelated to the cordis product and the index procedure. The patient was discharged seven days after the index procedure. At baseline the nih stroke score was 0. The (B)(6) female had a history of hyperlipidemia, dialysis dependent renal failure, history of smoking, diabetes mellitus, and hypertension. In addition there severe tandem lesions was documented. The left ica lesion was eccentric, ulcerated and with moderate calcification. An angioguard rx was successfully deployed and retrieved on both sides. A 7 x 20 precise pro rx was deployed at the left ica target lesion with no stent malfunction or associated major adverse event. The target lesion residual stenosis was 0%. There was no thrombus noted post deployment. A contralateral procedure was also performed with deployment of an 8 x 30mm precise pro rx to treat a 70% stenosis in the ostium of the right internal carotid artery. The stroke score at discharge was 4. The patient does not have any known allergies to nitinol, nickel or titanium. There was a tight seal between the sds and the tuohy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user did not aspirate prior to contrast injections. Air bubbles were not noted at any time during the procedure. Thrombus was not noted pre- or post-deployment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15060630 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Ischemic stroke and death are well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Although the relationship of the stroke and the subsequent death to the device cannot be definitively determined, with review of the patient's medical history and the report that the patient's post procedure stroke was caused by an existing distal emboli, patient factors and comorbidities appear to have contributed to the event. There is no indication that it is related to the device manufacturing process; therefore, no corrective actions will be taken at this time.